Manufacturer narrative:
Device was received with a pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify prime anomaly due to pump error 37 alarms.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was unable to rewind the insulin pump. Customer stated the he was unable to exit load reservoir process, or preparing to prime loop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.